Event description:
It was reported to philips by a customer that the unit's screen keeps glitching. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. Ran the unit for a couple of hours and was not able to duplicate customer's complaint. It is unknown if any parts or repairs have been conducted about the alleged complaint. Attempts to obtain further information are currently pending.

Event description:
It was reported to philips by a customer that the unit's screen keeps glitching. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. Ran the unit for a couple of hours and was not able to duplicate customer's complaint. It is unknown if any parts or repairs have been conducted about the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
The unit was placed back into service since no issue was found. No other anomaly was reported. If additional information is received later, this complaint will be re-opened and re-evaluated accordingly.